Manufacturer narrative:
The customer reported that the central nurse's station (cns) somehow shut down and will not boot up. According to the customer, they restarted the unit, but it's stuck on the windows screen. Technical support (ts) troubleshot the issue and it appears that the cns application files have disappeared which is the reason why they're unable to bring up the application. Ts advised the customer to send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) somehow shut down and will not boot up. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) somehow shut down and would not boot back up while they were cleaning around the unit. There was no patient injury reported.

Manufacturer narrative:
Investigation summary: the customer reported that the central nurse's station (cns) somehow shut down and would not boot back up while they were cleaning around the unit. When they tried to restart the unit, it was stuck on the windows screen. While troubleshooting, technical support (ts) found that the cns application files had disappeared, which caused the issue. They stated that this had occurred before. Investigation summary: the device was evaluated at nihon kohden. The reported boot up issue was duplicated. To fix the device, both hard drives were replaced. The operator's manual provides proper cleaning instructions, which includes to first power the device off. It is unknown which part of the cleaning process had caused the shutdown. It's presumed that there was a power loss since only the hard drives were impacted. The service history for this serial number shows this is an isolated incident. Spontaneous shutdown or spontaneous reboot events or shutdown are usually reported while the cns is monitoring patients and are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.